Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needles was used in a procedure performed on (B)(6) 2013. According to the complainant, during the procedure on the second pass the needle would not advance out of the sheath and there was difficulty in pushing the contrast out of the needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be unknown. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.